Event description:
It was reported that during a da vinci si cholecystectomy procedure, the surgeon noticed a small piece of plastic from the permanent cautery hook inside the patient. Surgeon removed the fragment from the patient and no injury to the patient was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned. Intuitive surgical inc. (Isi) followed up with the isi clinical sales representative (csr) who provided the following information: csr was in the operating room with the surgeon when they noticed a plastic piece inside the patient. The piece of the instrument was removed laparoscopically during the same procedure. The csr claims that they did not see the instrument break at all during the procedure and the surgeon does not know how the instrument broke. The csr confirmed that there was no patient harm, adverse outcome, or injury was reported and the procedure was completed using the da vinci system. As far as the csr is aware the patient has not returned back to the hospital suffering post-surgical complications. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.